Event description:
Per the clinic, the patient developed redness and swelling around the implant site. The area was aspirated and the patient treated for infection in (B)(6) 2011 (exact date and type of treatment not reported). Because of continuing clinical symptoms, the device was explanted on (B)(6) 2012. There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.